Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was not returned for additional evaluation and the cause of infection could not be determined.

Event description:
It was reported that an echocardiogram was performed and revealed an infection. Vegetation was noted on the right atrial (ra), right ventricular (rv), and the left ventricular (lv) lead. No intervention was performed. The patient was in stable condition.